Event description:
It has been reported to philips that the system gave an error and some of the arm movements were not available. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user restarted the system to finish procedure. It was reported to philips that the c arm cannot move. Upon troubleshooting, the philips remote service engineer (rse) checked the system and remotely and found application error: motor assembly error, which indicated stand propeller movement issue. The philips field service engineer (fse) went onsite and checked logfile, found the motor current data is not appropriate. To resolve the issue, fse performed motor cuurent calibration. After repair, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system unable to move c arm, occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A movement issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.